Event description:
Silicone breast implant back in 2012, being told the implant chosen was okay, for my body and had nothing to worry about when it came to silicone. Within a year health issues started surfacing... Hair loss, vision decreasing, psoriasis flare up in the scalp of head, gi issues arising such as severe constipation, blood in stool, random pain shooting through upper abdominal area. Nerve damage, tingling and numbness in hands and feet; random skin rashes appearing on abdomen, and around breast. Insomnia arising and meds not working to fix it; increased anxiety, depression; swollen face, water retension, reoccurring dehydration. Severe lower back pain hip and joint pain, food allergies/intolerances surfacing.